Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The insulin pump had moisture damage on the motor assembly. Analysis was unable to perform a functional test due to the blank display. The insulin pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, and a cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 150 mg/dl at the time of the incident. Customer was pushed into the pool, it was working then started freaking out. Customer stated the pump is cracked around the reservoir and battery compartments. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.